Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va1kt3c, implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 15-sep-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that a replacement was scheduled for (B)(6) 2018 because the programming nurse found high impedances. On the day of the replacement surgery, the healthcare provider (hcp) went into the ins pocket and found a "dilated capsule, (the pocket) had gotten larger, and the lead was all twisted". The hcp removed the ins from the lead, and while trying to untwist the lead, the lead broke into two pieces. The hcp had to go to the lead insertion site to retrieve one end of the lead and recovered the other end of lead at the pocket site. The rep stated that they couldn't see that the lead was twisted and device looked fine under x-ray. The hcp implanted a new lead and ins on the right side where the old system was originally. No symptoms were reported. No further complications were anticipated/reported.

Manufacturer narrative:
Final analysis of the (neurostimulator) ((B)(4)) revealed neurostimulator functionally okay with insignificant anomalies. Passed functional testing. A lab functional test determined there was good stable output on the electrode pairs the ins had when it was received. A lab functional test determined there was good stable output on all electrode pairs. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. Final analysis of the lead va1kt3c revealed the outer insulation of the lead was twisted. Analysis observed the proximal end of the lead was stretched. Analysis observed the distal end of the lead was stretched. Analysis determined the lead was twisted. Analysis determined {all conductors broken/overstressed 6.8cm from the distal end of lead} conductor wire(s) {was//were} broken due to overstress/damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.¿ if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cause of the dilated capsule and the pocket getting larger was because the patient had lost approximately 20 lbs. It was reported that the pocket was made smaller on the date of the replacement as an action/intervention to resolve the dilated capsule and the pocket getting larger. The hcp thought that the lead being twisted was due to the battery turning/moving in the pocket. (B)(4) 2018 an_rp: return product received.